Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit. The fse found the screen was scrambled and unreadable. To fix the issue, the fse replaced the display controller board. After replacing the display board the display was working. During testing the fse found the keypad did not function, the buttons did not work. The fse proceed to replace the keypad controller board. The unit then passed all calibration, functional and safety tests. And was returned to customer and cleared for clinical use. The removed parts were returned to failure analysis and testing(fat) for evaluation. The failure analysis and testing dept. Received the keypad controller and display controller. The fat performed a visual inspection of both parts and found both boards to be in good condition. The fat installed the boards into the cs300 test fixture and tested the boards to factory specifications. The fat replicated the failure that the customer experienced. The keypad controller had a defective inflation interval key. The display controller had a distorted screen. Both boards failed testing. Retaining the boards in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units display was fuzzy. There was no patient involvement.